Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside of air/water tube, cylinder, plastic distal end cover and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: d4 UDI. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed the reported events of foreign material adhered to the air/water cylinder, channel, plastic distal end cover, and bending section cover, but the type of the material or root cause cannot be identified. The was no physical damage located in the areas of the device were foreign material remained. Therefore, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.